Event description:
User alleges they received the unit back from repair and it was alarming to check disposable while pt was on the table.

Event description:
User alleges they received the unit back from repair and it was alarming to check disposable while pt was on the table.